Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is filed under a separate manufacturer report number.

Event description:
It was reported that suture placement was attempted with two proglide devices, via a 6 fr sheath, in the left common femoral artery using the preclose technique prior to an interventional procedure with a cardiac support system in a branch of the left main coronary artery. Reportedly, when the plunger was retracted on the first proglide device, no suture was visible; a cuff miss was noticed. A second proglide device was attempted with the same results. The sutures of two additional proglide devices were successfully placed using the preclose technique. The sheath was upsized to 14f and the interventional procedure was completed. Hemostasis was achieved using the pre-placed proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be in-training in the use of the proglide device and is not established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.